Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower door had a double clicking. A field service engineer grease as prescribing the communication bulletin successfully to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system was experienced clicking sounds from the tower door. The customer reported that the malfunction occurred while the nurse was tried to remove the medication to the patient. There were no adverse events or injuries reported based on this event.